Event description:
Caller reported a cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete instructions for resetting the pump, and the caller planned to reset the pump when ready, with the option to follow up if the issue persisted.